Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to spinal cord injury. It was reported that an electronic note sent to registration stated "no implant d/t infection." All the devices were removed. No other information was reported. No further complications were reported.